Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during product use when health professional tried to perform pyelography using the ureteral stent tiger tail, the black part of the tip, end point of the tiger tail came off. The tip, end point was left behind in patient's body and would be removed at a later date.